Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen patella, cat#: unknown lot#: unknown. Unknown nexgen lcck femoral, cat#: unknown lot#: unknown. Unknown nexgen lcck bearing, cat#: unknown lot#: unknown. Initial reporter: joaquin moya-angeler, marcel a. Bas, h. John cooper, matthew s. Hepinstall, jose a. Rodriguez, and giles r. Scuderi ¿revision arthroplasty for the management of stiffness after primary tka¿ the journal of arthroplasty 32 (2017) 1935-1939. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07153, 0001822565-2017-07155, 0001822565-2017-07156. Product location unknown.

Event description:
It was reported in a journal article that there was one case of hematoma, which was treated with surgical drainage. No additional patient consequences were reported.